Event description:
The customer called to report that he was hospitalized due to high blood glucose levels. The reported blood glucose reading at the time of the call was 401 mg/dl. The customer declined troubleshooting as he has already done troubleshooting on the insulin pump previously. The customer stated that his doctor wanted his basal rates changed to a different amount. Assisted the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.